Event description:
The user came to the clinic with an infection at the implant site and the device was exposed. The surgeon suspects that the headband from the user's glasses (user has no ears so he needs a headband to keep his glasses in place) was putting pressure on the implant site. The device was explanted and re-implantation will be considered in (B)(6) 2021. This report refers to 9710014-2021-00871. For further information please refer to this report.